Manufacturer narrative:
No report of patient involvement. The breathing system was disassembled, inspected, and reassembled and issue was resolved. No cause for reported issue determined. The breathing system was disassembled, inspected, and reassembled and issue was resolved. No cause for reported issue determined.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.